Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing and non-sustained ventricular tachycardia episodes were observed via remote transmission. An isolation defect was noted between the trifurcation fixation point and sleeve. Lead was capped and replaced on (B)(6) 2016. Patient was in good condition and will be monitored remotely.